Event description:
It was reported that the device was used during a sleeve gastrectomy. The stapler jammed and jaws would not open. It doesn't appear the device was stuck on tissue or may not have been used. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one long60a device was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.